Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead was fractured in its conductor and suspected in electrode end. The lead appeared to have fractured as the physician was attempting to retract the helix and reposition the lead. Furthermore, the physician did retract the helix initially but would not free from the heart tissue. This lv lead was surgically abandoned. No additional adverse patient effects were reported.